Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that in 2006, the year the right atrial (ra) lead was implanted, the lead dislodged. At that time, the decision was made to not revise the ra lead. Fluoroscopy today reveals ra lead position in the area of tricuspid valve. The lead was capped and not replaced. No patient complications have been reported as a result of this event.